Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Problem code relates to the reported issue of bands failed to deploy. Problem code relates to the reported issue of bands prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band failed to deploy. Reportedly, instead of the first band, the sixth band was trying to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band failed to deploy. Reportedly, instead of the first band, the sixth band was trying to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Additional information received on april 26, 2018. It was reported that the device was used in the esophagus during a band ligation procedure.